Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic distal pancreatectomy, the first handle that was used fired with partial firing in the pancreas with shredded staples and tissue and made a cracking sound as it reached its breaking point. A new stapler was opened and more debulking of pancreas was done to allow for firing, it performed better but had poorly formed staples. The surgical procedure was converted from a laparoscopic to an open procedure and a new device was used to resolve the issue and complete the procedure. The incision was extended by more than 1 inch.